Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. The patient is non-dependent and thus no adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. The patient is non dependent and thus no adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system continued to exhibit loc, as well as noise oversensing in both the rv and right atrial (ra) lead channels. Technical services (ts) recommended further in office review of the system.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. The patient is non-dependent and thus no adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system continued to exhibit loc, as well as noise oversensing in both the rv and right atrial (ra) lead channels. Technical services (ts) recommended further in office review of the system additional information was received indicating that x-ray examination was performed and no changes from the initial implant were noted. It was also mentioned that the physician opted to program off the right ventricular (rv) lead pacing. The patient continues to be asymptomatic and thus no further programming was not recommended. No adverse patient effects were reported. This system remains in service.